Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse went on site and replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. The iesu generator unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a ventral hernia ipom procedure was performed on system sk2995 on (B)(6) 2022. This complaint is being reported based on the following conclusion: the integrated electro surgical unit (iesu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted intraperitoneal on lay mesh (ipom) ventral hernia surgical procedure, the erbe generator did not power on. Prior to calling technical support, the customer had replaced the ac power cord, moved it to a known good outlet, confirmed that the ac power cord was fully inserted in the back of the erbe, and ensured the erbe power button was in the on position, with no change. There were no related errors in logs. Customer completed the case with a third-party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigations confirmed and reproduced the reported issue. The unit 8va fuses was replaced. The unit still failed to power on. The unit will be returned to original equipment manufacturer (OEM) for repair. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.